Event description:
Review of egm revealed noise on the ventricular channel. The noise was sensed and binned as fib on several episodes. A possible lead fracture or insulation breach was suspected. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.